Event description:
It was reported that foreign matter was found inside the bd¿ catheter tip syringe before use. The following information was provided by the initial reporter: "customer found debris inside a sterile syringe. Found before use."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 21aug2023. Investigation summary it was reported there was debris found inside a sterile syringe. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe tip cap has embedded degraded resin. The two photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309620, lot 2278619. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that foreign matter was found inside the bd¿ catheter tip syringe before use. The following information was provided by the initial reporter: "customer found debris inside a sterile syringe. Found before use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.